Event description:
Report received from abbott international affiliate (abbott-canada) of a patient death while the device was in use. The report states: "a nurse could not assess the difference between snoring and respiratory depression. The patient's respiratory rate decreased to such a level causing the patient's death. The patient was given narcan 2 times. It is currently unknown which narcotic analgesic agent the patient was on, but it was presumed that the patient was on 2 mg/dl morphine." It was also reported that "the nurse mentioned that the event is not related to the pca pump but due to wrongful nursing assessment". The abbott affiliate has been queried for further information, and no additional information has been provided.

Event description:
Attempts to obtain additional info through the canadian affiliate on three occasions have been unsuccessful.